Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4) , serial: (B)(6), batch: a000151887.

Event description:
It was reported following a scs implant procedure on (B)(6) 2024, the patient was unable to move her lower extremities in recovery. Patient was sent to ER and had MRI performed. Additionally, surgical intervention took place wherein the scs system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.